Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had a broken tip. There were no report of patient involvement and no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis. The instrument was found to have a broken grip at the grip base. A piece approximately 0.20" x 0.124" was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found a broken carbide insert and indentations on the instrument blades. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Additional observation(s) not related to the customer's complaint: the instrument was found to have a broken carbide insert on one grip. The carbide insert was not returned, measuring roughly 0.20" x 0.124" in size. The grips and other components surrounding the carbide insert do exhibit damage that would have contributed to the broken insert. The grip tip was broken, and the instrument blades were indented. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The instrument was found to have blade damage at the middle of the blade. Both blade edges were indented. A cut test was unable to be performed due to the broken grip tip. The cutting edge did not have corrosion that would have contributed to the blade damage. The probable root cause is attributed to use related damage when attempting to cut incompatible material, such as hard objects like bone or cartilage, or from mishandling or misusing the instrument.